Manufacturer narrative:
This report is being supplemented to provide additional information that was received from the user facility and to provide additional information based on the legal manufacturer's final investigation. Additional information obtained identifies the device was cleaned, disinfected, and sterilized before it was sent to olympus. There was no time lag between the end of clinical use and the start of precleaning. The customer flushed the air/water nozzle with water and air. There were no abnormalities in the accessories used for reprocessing. The customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges. The customer flushed the air/water nozzle/channel with the detergent solution. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, the foreign material could not be identified. Hence, a conclusive root cause of the foreign material remained in the device could not be determined. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: - IFU states that detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. - IFU states that preventive measure in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the colonovideoscope's protector had damage. The issue was found during an unknown event. Additional details relating to the event have been requested, but no response has been received at this time. The device was returned for evaluation. During the device evaluation, foreign material in the nozzle was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found a damaged ig protector, lost water tightness due to a pinhole on the channel tube, a burnt c cover, a peeled adhesive around the light guide lens and objective lens, peeled coating around the universal cord and connecting tube, a wrinkled universal cord and connecting tube, a corroded upward/downward knob, a white clouded area on the adhesive of the bending section cover, a cracked and chipped adhesive on the bending section cover, an abnormal sound made due to damage on the upward/downward knob, the play of the upward/downward knob was out of the standard value due to the wear of angle wire, the bending angle in the up direction did not meet the standard value due to the wear of angle wire, a cut switch 1, and the insulation resistance value at the distal end did not meet the standard value due to a crack on the bending section cover. Additionally, the following components were found scratched: the universal cord, connecting tube, and the protector of the universal cord on the control section side. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.